Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, when the pacemaker was placed in the pocket, no output was observed.